Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they replaced the batteries on the insulin pump and the device had a blank display. Customer stated that when the insulin pump did turn on they received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 211 mg/dl. No further information reported.